Event description:
The o.r. Manager reported to a medtronic sales rep that during a thyroid procedure, the doctor had difficulty ventilating the patient. Immediately after intubation, he deflated the cuff and repositioned the tube. About five minutes later he again had difficulty ventilating the patient, so he deflated the tube once again, and used a fiberoptic intubating scope to re-inflate the cuff. At this time, he noticed a herniation of the cuff over the side port of the tube's distal airway tip. He decreased the amount of cuff inflation to a point where he could ventilate the patient. Procedure completed, no injury to the patient. The doctor then recounted a similar event from 2008, but the hospital could not determine the root cause in that event, reference MDR# 1045254-2008-00023.

Manufacturer narrative:
The product in question was not saved by the hospital, was not returned for further evaluation.